Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery . A 6.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 30 seconds the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient status was good.